Manufacturer narrative:
Event date:(B)(6) 2018. Date of report: 16jan2019. The manufacturer's product support engineer (pse) evaluated the unit. The manufacturer's product support engineer (pse) checked unit and found no issues. The unit passed all testing.

Event description:
The customer reported being unable to adjust the settings on the screen. It is unknown if the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.